Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 01/25/2016-product analysis:the device was returned and evaluated by product analysis on 01/14/2016 with the following findings:the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related alarms. A battery compartment crack was observed. The returned battery cap was able to secure properly to the pump. No damage or defect was observed to the pump¿s internal components. The pump powered on to a blank display screen and further exercise testing could not be performed; however, a power issue was not experienced. Unrelated to the complaint, a software corruption issue was observed.